Manufacturer narrative:
Several pieces of replacement hardware were sent to the customer by merge healthcare. The customer then returned the hemo monitor but had removed the lava serial port card which required that a new monitor/card set be sent as a replacement. Upon evaluating the returned hardware, it was determined that the hemo monitor was not faulty and operated as intended. The problem was resolved after the customer replaced the pdm components. The cable was not returned and was scrapped onsite by the customer. Follow-up communication with the customer confirmed that the system is working as intended since the replacement of the pdm components.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemo monitor pc via the serial interface. All data can be shown and monitored on the hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the vitals shown on the hemo monitor pc froze for 5-10 seconds during an active case. The cardiac output testing had to be re-done; however, the procedure was completed successfully once the hemo monitor was reset. Even though the customer confirmed that the procedure was completed successfully, there is a potential for a delay in care and a loss of data. Merge healthcare has determined that this event was attributed to a faulty patient data module (pdm) which resulted in loss of patient data. (B)(4).